Event description:
Add'l info received from reporter on 02/02/2021 for report mw5098528; 2nd event. Related, but separate to 1st event. Injury, incorrect prescription, medical device design and manufacturing flaw. Please refer to supporting images/diagram for clarification. My injury is a direct result of faulty design/manufacturing protocols by smiledirectclub (sdc)/access dental labs. The clear aligners designed and manufactured using their home impression kits (hik) are catastrophically flawed. The hik proved by sdc are the vehicle use to collect patient samples at home and are the basis for the treatment design and manufacturing of clear aligner prescriptions for about 60% of sdc patients, including me. This is in addition to using malformed impressions for treatment plans. Sdc neglects to include a method to collect the patients bite registration. This is a crucial aspect of orthodontics as it provides the correct vertical alignment between the upper and lower teeth. Without this data, a treatment plan cannot provide the desired results. It can and will introduce tooth alignment problems. Sdc simply centers the upper and lower teeth and develops treatment plans based on the resulting digital model. Improper vertical alignment creates an improper horizontal alignment when distances between upper and lower teeth are averaged. It corrupts the model. The results will look good in the 3d model presented to the unsuspecting patient, as centered (balanced) objects are aesthetically pleasing to the eye. This methodology hides the extent of the bite damage introduces. Patients are not informed that their models lack a customary and accurate bite registration. Misalignment of teeth / jaw. FDA safety report ID# (B)(4).

Event description:
Note the following comments are limited to issues directly related to the device. Additional grievances are being provided to the (B)(6) dental board, including but not limited to problems with the home impression kits, customer service, negligence, receiving inappropriate/incomplete treatments, defective medical devices, delayed treatments, and overall lack of standard care. My use of smile direct club (sdc) invisible aligner device and the company's methods of treatment have resulted in severe damage to my bite. I am no longer able to chew on the left side. When I began treatment, my oral health was very good, and I did not have any problems with my bite. The misalignment is also causing my jaw to shift sideways. The treatment plan I agreed to was to straighten my front teeth only, and the 3d animation of my treatment plan developed by sdc supports this. However, the aligners were modeled by sdc to shift my bite without my knowledge or consent. The use of the aligners, as prescribed, created a bite problem that did not previously exist and did not completely straighten my front teeth. It is clear from examining the aligners that they were modeled to move my back teeth. It is also clear that the treatment plan delivered was incomplete and could not result in the satisfactory alignment my front teeth. I went to smile direct club in (B)(6) 2019 to have an in person evaluation to determine if I was a viable candidate for their invisible aligners. My objective was to straighten my front teeth for purely cosmetic purposes. A 3d scan was performed by a staff person, we discussed and documented my existing dental work, including bridges and crowns and she determined that I was a good candidate. I was told that my sdc doctor would review everything and develop a plan for me. I was provided a 3d animation developed from the digital scan that illustrated how the treatment would progress, only my front teeth. Sdc has provided 3 additional sets of aligners and the result is no better than at the end of my original treatment. My complaint and concerns regarding (B)(6) invisible aligners are the following: (B)(6)deliberately provides patients with incomplete sets of aligners that are not consistent with the treatment plan they purchased. Sdc knowingly develops and fulfills prescriptions for aligners that cause serious bite issues. Oversight and involvement of the sdc dentists is non-existent, or they are simply incompetent. Sdc dentist do not adequately evaluate the treatment plans for viability, to ensure the patient is a good candidate. Sdc does not adequately quality control the aligners it produces. There is a significant difference in the accuracy and quality of digital scans compared to the home impression kits. Retainers must be purchased in advance and are developed from incorrect model, requiring patients to purchase updated version later. Require braces. Unable to access digital scans due to covid. FDA safety report ID # (B)(4).